Event description:
V-loc 180 needle broke in half. Surgical technician noticed the needle was not intact when it was returned to her. She escalated the concern to the team and the remainder of the needle was searched for. Unable to find the needle remnant, imaging was called to x-ray the patient. Soon after the x-ray, but before it was read, the remainder of the suture needle was found in the suction canister.